Event description:
The event is reported as: complaint alleges: "during preparation they had two sutures whose bullet just fell off and were very weak, break with little force when pulled." No pt injury reported.

Manufacturer narrative:
Per device history report (DHR) investigation has been reviewed and no issues or discrepancies were found which could potentially relate to his complaint. DHR shows that the product was assembled and inspected according to our specifications. Complaint cannot be confirmed and no corrective action can be implemented due to the lack of defective sample.